Event description:
It was reported that the catheter was being inserted into the right side of the pt's neck in the theatre. When trying to remove the guide wire, the bent tip became caught on the seldinger needle. The anesthetist had to "wiggle" the wire to dislodge the tip and the guide wire was stretched at this point. As a result, another kit was opened. See MDR 3006425876-2013-0099 for the second kit used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.